Event description:
I noticed that a weld on the bar that supports the seat on my invacare walker had failed, leaving only the other weld to support the seat when sitting. On about (B)(6) 2014, I called invacare. The woman I spoke to said that since this walker was purchased in 2009 and the warrantee is only for 1 year there was no consideration for replacement. She did not seem to be concerned about the seriousness of this problem. I feel that if someone were to sit on the seat with the broken weld the weld on the other side could be overloaded and fail resulting in a fall with possible injury.